Manufacturer narrative:
The subject device is the used device and has been in use for seven years. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported phenomenon could not be conclusively determined. Based upon the evaluation results, there was a possibility that the phenomenon was attributed to the use for a long time or an insufficient reprocessing of the subject device at the user facility.

Event description:
Olympus medical systems corp. (Omsc) investigated the subject device and found a foreign material adhering to the outlet of the air/water nozzle of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.